Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state: visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch cable. Open and close cups to verify smooth handle operation and appropriate cup action. If any irregularities are noted, do not use. Forceps cups must remain closed during introduction into, advancement through, and removal from endoscope. If cups are open, damage to forceps and/or endoscope may occur. Gentle pressure must be used when operating handle of forceps. Excessive pressure will result in rigidity of forceps, which may damage forceps and/or endoscope. Prior to distribution, all captura serrated large forcep-no spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On (B)(6) 2015 during a colonoscopy procedure on a patient of unknown age and gender, the physician used a cook captura serrated large forcep-no spike. The physician introduced the forceps down the scope, opened the cups and when they attempted to close the cups for a biopsy bite, the cups fell off. The cups were retrieved with a roth net. Another forcep was used to continue, however, it is unclear if it was a different lot number. No harm to the patient and no additional procedures or intervention was required due to this occurrence.